Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s caregiver reported the patient experienced a hypoglycemic event and emergency medical services (ems) was called. The receiver had not provided an audio or vibration alert. It is unknown what the patient¿s low alert is set to. The cgm value was 88 mg/dl but the patient¿s bg value per ems was 55 mg/dl. He was treated with glucagon but not transported to the hospital. Following the event, his cgm to bg values were monitored and there was a 30 ¿ 50-point difference in the values. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.